Event description:
It was reported that this right ventricular lead exhibited an episode of noise, oversensing, with no more than two seconds of pacing inhibition, on the right ventricular (rv) lead channel during a post operative check. The physician reported performing isometrics and pocket manipulation, and the noise could not be recreated. A technical service (ts) consultant reviewed available electrogram (egm) report, recommending additional testing to include bearing down, push out a chair, coughing. Ts suggests could be positional related; where the lead is implanted and suspected muscle stimulation. Ts recommended to monitor patient closely. Device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Device remains in service. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that about one month post-implant, this right ventricular (rv) lead exhibited noise that was oversensed, resulting in a non-sustained ventricular tachycardia (nsvt) episode to be stored. The noise appeared to be diaphragmatic, but was not able to be reproduced with isometrics and pocket manipulation. Pacing inhibition was observed, but there were no pauses of greater than two seconds and no adverse patient effects were reported. Technical services provided additional troubleshooting steps to try and recreate the noise. The lead remains implanted. Additional information was received. The noise on this rv lead continued to worsen over the past two years. Noise was not able to be recreated with manipulation or isometric movements, and no new episodes of pacing inhibition were reported to the local sales representative. A lead revision was performed where this lead was surgically abandoned and a new lead of the same model was attempted to be implanted. However, the new lead appeared to be sensing the abandoned lead and despite repositioning it several times to create more separation between the new and old leads, the oversensing was not able to be resolved. The attempted lead was removed and the procedure was completed using a non-boston scientific model. No additional adverse patient effects were reported. The chronic rv lead remains in the patient but not in use.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This correction report is being submitted to add a missing impact code f1908 in h6.

Event description:
It was reported that about one month post-implant, this right ventricular (rv) lead exhibited noise that was oversensed, resulting in a non-sustained ventricular tachycardia (nsvt) episode to be stored. The noise appeared to be diaphragmatic, but was not able to be reproduced with isometrics and pocket manipulation. Pacing inhibition was observed, but there were no pauses of greater than two seconds and no adverse patient effects were reported. Technical services provided additional troubleshooting steps to try and recreate the noise. The lead remains implanted. Additional information was received. The noise on this rv lead continued to worsen over the past two years. Noise was not able to be recreated with manipulation or isometric movements, and no new episodes of pacing inhibition were reported to the local sales representative. A lead revision was performed where this lead was surgically abandoned and a new lead of the same model was attempted to be implanted. However, the new lead appeared to be sensing the abandoned lead and despite repositioning it several times to create more separation between the new and old leads, the oversensing was not able to be resolved. The attempted lead was removed and the procedure was completed using a non-boston scientific model. No additional adverse patient effects were reported. The chronic rv lead remains in the patient but not in use.